Event description:
Per the clinic, the device was explanted on (B)(6) 2012; the patient was reimplanted with a new device during the same surgery. Reasons for explantation were not reported. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the patient's surgeon, the device was explanted due to pain at the coil site. This report is filed (B)(4) 2013.

Manufacturer narrative:
This report is filed on august 21, 2013.